Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The event occurred in (B)(6). All buttons functioned correctly during use testing. However, it was noted that the soft components of the buttons are damaged and could allow moisture ingress. Moisture entering the pump could potentially cause the issues described by the customer.

Event description:
Caller reported that sometimes all of the buttons on the pump are without function. Caller stated also without pressing the up or down button the pump goes into menu "quick bolus". No adverse event reported. Requested return of the alleged pump for evaluation.